Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned for evaluation; therefore a return sample evaluation was not performed. Perforation and infection are known complications of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date in march, patient in (B)(6) underwent procedure for replacement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. The report indicated that the patient had bowel perforation on the day of procedure. The patient was hospitalized and received dilaudid for pain while in the hospital. It was also reported that the patient was treated with antibiotics cefadroxil for a possible cellulitis on an unknown date.